Event description:
Journal article "anaplastic large-cell lymphoma in women with breast implants, "dejong et al((B)(6) 2008) journal american medical association reports anaplastic large t-cell lymphoma diagnosed on the right side, stage IV. Report device was "textured silicone mcghan."

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. The event of anaplastic large cell lymphoma was initially reported on (B)(6) 2011, with the adverse event term code of cancer. An update to our safety database for this reported event notes that the term code has been changed from cancer to lymphoma-alcl due to increased specificity. Patient identifier (B)(6) relates to patient's record previously existing in easy track database. Current database patient identifier is (B)(6). Device labeling: patients should be advised that implants are not considered lifetime devices, and they will potentially undergo implant removal, with or without replacement, over the course of their life. Patients should also be advised that the changes to their breast following explantation are irreversible.